Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was intermittent. The cause for the failure was that the front response button cover and switch were damaged. The root cause of the damaged switch cannot be positively identified. No adverse event resulted from the damaged monitor.